Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/05/2009, 06/08/2009, 06/15/2009, 06/22/2009, and 06/26/2009 by phone, fax, and mail. A completed questionaire has not been received. Medical records were received on 06/04/2009.

Event description:
A surgeon reported that an intraocular lens (iol) was off axis following iol implant surgery. The surgeon reported edema was noted at the one week postoperative visit and treated with medications. Add'l info has been requested.